Manufacturer narrative:
The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several days and no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. No power error 25, low battery alert, replace battery alert and failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2023 22:24:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:31:49.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:26:00.000 (B)(6) 2023 08:36:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:37:16.000 (B)(6) 2023 08:37:24.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) /2023 08:37:03.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump reset due to battery backup depletion. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcba1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 02-apr-2023 in the formatted history file.  Sensor error alert was recorded and found in the formatted history file on: (B)(6) 2023 19:28:50.000 (B)(6) 2023 20:03:51.000 (B)(6)2023 20:03:51.000 sensor expired alert was recorded and found in the formatted history file on: (B)(6) 2023 01:03:51.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a end cap address label missing. Battery cap contact missing/damaged was confirmed. Blank display and failed battery alert/battery failed alarm were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and failed battery test. Troubleshooting was performed and the blank display issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.